Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b4, g3, g6, h1, h2, h3, h6, and h11. Complaint conclusion: as reported, the balloon of a 3mm x 4cm saberx percutaneous transluminal angioplasty (pta) balloon catheter ruptured within its nominal pressure. A 3mm x 15cm saberx pta balloon catheter was used as a replacement. An unknown stent was then implanted to complete the procedure. There were no reported injuries to the patient. This was during an interventional procedure to treat an iliac lesion which had a chronic total occlusion (cto). An unknown guidewire was used and was able to cross the lesion prior to using the 3mm x 4cm saberx pta balloon catheter. Additional information was requested but was unavailable. A non-sterile unit of ¿saber 3mm4cm 155¿ was received for analysis coiled inside of a clear plastic bag. The device was unpacked to proceed with the product evaluation. A thorough inspection was performed observing that the unit does not present any damages or anomalies. The balloon was returned deflated. No other outstanding details were observed. Functional test was performed. One inflator/deflator device was attached to the inflation port. Balloon inflation test was done applying positive pressure using the inflator/deflator device with the purpose of reaching the rate burst pressure. However, inflation pressure was not maintained due to the burst condition observed on the balloon. The balloon was inspected with a vision system observing a rupture on the surface where the water is leaking. The balloon surface presented evidence of a rupture condition and secondary scratch marks located near the damaged border area. A review of the manufacturing documentation associated with lot 82275975 presented no issues during the manufacturing process that can be related to the reported event. Based on the information available for review, the reported event of " balloon burst at/below rbp" was observed. No damages or anomalies were observed during the visual inspection. However, during the functional test the inflation pressure was not maintained due to a leakage caused by a burst condition observed on the balloon. It seems the material near the damages was ruptured with a sharp object from the outside of the device resulting in the torn of the balloon. This type of damage is commonly caused during the interaction of the material with a sharp object or mechanical damage. It is very likely that the same factors that caused the observed scratch marks on the surface could probably led to the damaged condition found on the received device. It seems that the material near the damaged area was affected with a sharp object from the outside of the device. The exact cause of this condition observed on the balloon could not be conclusive determined during the analysis. It is possible that factors related to the procedure, handling, and/or patient anatomy contributed to the reported event. Procedural factors are likely since it was reported that the lesion was a cto. This may have caused damage to the balloon surface that led to its rupture. According to the warnings in the safety information in the instructions for use, ¿prior to angioplasty, the catheter should be examined to verify functionality and integrity, and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Do not use if product damage is suspected or evident. To reduce the potential for vessel damage or the risk of dislodgement of particles it is very important that the inflated diameter of the balloon should approximate the diameter of the vessel just proximal and distal to the lesion. The balloon dimensions are printed on the product label. The compliance table incorporated with the product shows how balloon diameter increases as pressure increases. Do not exceed the rated burst pressure recommended on the label. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a (B)(6) confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Pressure in excess of the rated burst pressure can cause balloon rupture and potential inability to withdraw the catheter through the introducer sheath. Balloon rupture can cause vessel damage and the need for additional intervention. Use only the recommended balloon inflation medium (a 50/50 mixture by volume of contrast medium and normal saline). Never use air or any gaseous medium to inflate the balloon.¿ the product analysis and product history review did not provide evidence to suggest the failure was related to the manufacturing or design process therefore, no preventative or corrective actions will be taken at this time.

Event description:
As reported, the balloon of a 3mm x 4cm saberx percutaneous transluminal angioplasty (pta) balloon catheter ruptured within its nominal pressure. A 3mm x 15cm saberx pta balloon catheter was used as a replacement. An unknown stent was then implanted to complete the procedure. There were no reported injuries to the patient. This was during an interventional procedure to treat an iliac lesion which had a chronic total occlusion (cto). An unknown guidewire was used and was able to cross the lesion prior to using the 3mm x 4cm saberx pta balloon catheter. Additional information was requested but was unavailable. The device was not returned as expected.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b4, b5, d9, g3, g6, h1, h2, h3, h6, and h11. Complaint conclusion: as reported, the balloon of a 3mm x 4cm saberx percutaneous transluminal angioplasty (pta) balloon catheter ruptured within its nominal pressure. A 3mm x 15cm saberx pta balloon catheter was used as a replacement. An unknown stent was then implanted to complete the procedure. There were no reported injuries to the patient. This was during an interventional procedure to treat an iliac lesion which had a chronic total occlusion (cto). An unknown guidewire was used and was able to cross the lesion prior to using the 3mm x 4cm saberx pta balloon catheter. Additional information was requested but was unavailable. The product was not returned for analysis. A review of the manufacturing documentation associated with lot 82275975 presented no issues during the manufacturing process that can be related to the reported event. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis, the reported customer complaint "balloon burst at/below rbp" could not be confirmed. Procedural factors, such as the cto reported, may have contributed to the reported event, as the lesion could cause damage to the balloon material and lead to a rupture. The catheter should be examined to verify functionality and integrity, and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Do not use if product damage is suspected or evident. To reduce the potential for vessel damage or the risk of dislodgement of particles it is very important that the inflated diameter of the balloon should approximate the diameter of the vessel just proximal and distal to the lesion. Do not exceed the rated burst pressure recommended on the label. The rated burst pressure is based on the results of in vitro testing. Use of a pressure monitoring device is recommended to prevent over-pressurization. Pressure in excess of the rated burst pressure can cause balloon rupture and potential inability to withdraw the catheter through the introducer sheath. Balloon rupture can cause vessel damage and the need for additional intervention. Use only the recommended balloon inflation medium based on the device history record review, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a 3mm x 4cm saberx percutaneous transluminal angioplasty (pta) balloon catheter ruptured within its nominal pressure. A 3mm x 15cm saberx pta balloon catheter was used as a replacement. An unknown stent was then implanted to complete the procedure. There were no reported injuries to the patient. This was during an interventional procedure to treat an iliac lesion which had a chronic total occlusion (cto). An unknown guidewire was used and was able to cross the lesion prior to using the 3mm x 4cm saberx pta balloon catheter. Additional information was requested but was unavailable. The device was returned.

Event description:
As reported, the balloon of a 3mm x 4cm saberx percutaneous transluminal angioplasty (pta) balloon catheter ruptured within its nominal pressure. A 3mm x 15cm saberx pta balloon catheter was used as a replacement. An unknown stent was then implanted to complete the procedure. There were no reported injuries to the patient. This was during an interventional procedure to treat an iliac lesion which had a chronic total occlusion (cto). An unknown guidewire was used and was able to cross the lesion prior to using the 3mm x 4cm saberx pta balloon catheter. Additional information was requested but was unavailable. The device will be returned for evaluation.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.